Manufacturer narrative:
Analysis of the returned device indicated that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows: red = 3.2 ohms, red with clear band = 3.2 ohms, blue = 3.1, and blue with clear band = 3.2 [all readings are within specification]. There were no shorts between circuits and no intermittent behavior while manipulating connections. The red/white and green subdermal electrodes end to end ohms resistance shall be less than 2.5 ohms; the actual measurement for the red/white was 1.9 ohms; the actual measurement for the green 1.8 ohms (both were in specification). There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported via a manufacturer representative that the signal reception was unstable. It was noted that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.